Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secured to the stand. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator was not secured to the stand. The customer reported that the cover base had a retainer that broke off. The rse provided the customer with the part numbers for a replacement central processing unit (cpu) tray cover, and foot kit. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the central processing unit (cpu) tray cover, and foot kit were replaced to resolve the issue. The device was secured to the stand and returned to service.